Event description:
(B)(6) 2016 12:38 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the inlet and outlet valves failed the vaporizer sub-test during the system check-out tests. There was no patient involvement. (B)(4).

Manufacturer narrative:
The received double-channel plate has been investigated. The visual inspection revealed that the vaporizer bypass channel (located on the double-channel plate) was not properly mounted. In one area on the inside, the vaporizer bypass channel had not been properly put in place. This caused/created a leakage. When performing system check-out tests, this will result in failures during multiple sub-tests. After mounting the vaporizer bypass channel properly, several system check-out tests passed without issues. Our conclusion is that a human mistake/user error during assembly of the double-channel plate caused the issue. Such issue will be detected during system check out and will not occur during usage.

Event description:
(B)(4).